Event description:
The wire between the enseal jaws became loose/dislodged after draping, but before contact with patient. Dr declared the product was unusable and a new enseal handle was opened. The defective handle and product box was sequestered. No harm to patient.